Manufacturer narrative:
T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose level of 300-400(mg/dl). Customer administered an insulin injection to treat elevated blood glucose levels. Reportedly, cartridge uses humalog and is changed every 3 days. System check with tandem technical support indicated that the pump was performing as intended. Customer was reminded that humalog is indicated for up to 48 hours of use. Recommendation was made to consult with health care provider to discuss other factors that may impact blood glucose levels.